Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, right bundle branch block (rbbb) was present. While advancing the guidewire (safari - boston scientific co.) Into the left ventricle, complete rbbb occurred. The physician noted that the valve was not the cause of the complete rbbb and that the advancing the guidewire caused the conduction issue. Four days following the implant of the valve a permanent pacemaker was implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)